Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
Abiomed representative contacted by hospital administrator stating that a legal investigation has been started due to patient stating a piece of the impella cp device was left in his leg. No difficulties during pump explantation reported from hospital.

Manufacturer narrative:
The medical center did not return the impella device. No benchtop analysis was possible. The root cause of the removal issue was not determined since product was not returned and clinical details were not sufficient.